Event description:
The hcp reported that the patient expired several days after the pump implant. The patient was reported to be "end stage multiple sclerosis" and was very debilitated". The patient had been trialed prior to implant responding well to lioresal 50 mcg. The patient was hospitalized for approximately one day and was noted to have some confusion which the hcp felt might have been due to hospitalization. The hcp had been following patient closely prior to her death and noted that she had been experiencing urinary retention and was "a little too tight, certainly not overdosed". The reporter stated that the patient's husband was lifting her from chair to bed when the patient reported nausea and "went limp". The patient expired at home. The hcp spoke to the medical examiner regarding return of the pump to the manufacturer, but did not get confirmation that the medical examiner would do so. A follow-up report will be sent if additional information becomes available.